Event description:
Caller reported false positive troponin I (tni) results on the triage cardiac panel. Pt was not sent to the catheter lab pending 3 hours timepoint. At 3 hours, customer ran another draw and pt's initial false positive results were not reproduced. Pt was not treated for mi based on the second result. Controls have been within range for the analyzer. Meter contamination was found.

Manufacturer narrative:
Investigation pending.